Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 135 mg/dl. Customer stated that there is plastic is broken off from the reservoir compartment area. Customer stated that it could have been broken overtime. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.